Event description:
Customer reported that a bolus was not delivered. She stated that she was rewinding the insulin pump and found that the reservoir was leaking. The blood glucose reading was 110 mg/dl. Customer stated that she had not noticed more frequent alarms with the insulin pump since it had been exposed to moisture. There was no button error alarm in the alarm history. The insulin was leaking at the o-rings. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.